Manufacturer narrative:
It was determined that the treatment did not follow the clinical reference guidelines, therefore user error was involved. In addition, the operator performed the procedure onto an existing tattoo. The clinical reference guide was not followed as it cautions: "caution: avoid treating within one inch or directly over any tattoo or permanent cosmetic makeup/tattoos. Doing so can result in skin damage or ink color changes." Calibration errors were also observed on the handpiece. Per the technician, the burnt brackets were causing calibration errors, so technician replaced the handpiece. The device history record confirms that the product passed and met all requirements before releasing. Burns are expected side effects from such hair removal treatments, however this event is reportable because the patient was diagnosed with cellulitis.

Event description:
It was reported that a patient experienced a burn on the legs following a hair laser removal treatment using icon's max ys ipl handpiece. Site had accidentally treated over a patient's tattoo. Patient then visited an urgent care and was diagnosed with a burn and cellulitis.